Event description:
It was reported rns d/ced a PICC from a patient on friday and found that it was fractured near the 2.5cm mark. Placed (B)(6) 2024 4fr sl trimmed to 40cm. Catheter inserted to 39cm with 1cm external from insertion site. Removed (B)(6) 2024. No adverse outcome because the PICC line ended up being pulled out of the patient during dressing changes. The part of the PICC with the hole in it was outside of the patient when it ¿broke¿/started to leak. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl solo powerpicc catheter. The returned product sample was evaluated and a longitudinal split was observed between the 2 and 3cm mark on the catheter body. A secondary kink impression without split was found between the 4 and 5cm marks. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported rns d/ced a PICC from a patient on friday and found that it was fractured near the 2.5cm mark. Placed (B)(6) 2024 4fr sl trimmed to 40cm. Catheter inserted to 39cm with 1cm external from insertion site. Removed (B)(6) 2024. No adverse outcome because the PICC line ended up being pulled out of the patient during dressing changes. The part of the PICC with the hole in it was outside of the patient when it ¿broke¿/started to leak. No other information was provided.